Event description:
Alleged unintentional activation of the bed's head section up when the CPR function is utilized.

Manufacturer narrative:
The hill-rom field technician inspected the bed and could not duplicate the unintentional activation of the head section.